Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime / seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No blank display anomaly noted. The pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had black screen. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting and declines to troubleshooting for black screen. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No blank display anomaly noted.